Manufacturer narrative:
- The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. A device history review is unable to be conducted due to unknown lot number.

Event description:
The incident involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The reporter stated that the ventilation hole leaked when chemotherapy drug was administered to the patient. Sample is not available for investigation. There was patient involvement and unknown patient harm.